Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device is pending return. The investigation is currently underway. (Expiration date: 08/2020).

Event description:
It was reported that the tip of the tunneler allegedly broke during the insertion of the catheter. There was no reported patient injury.

Manufacturer narrative:
H10: the g4 MDR date of awareness sent on initial MDR (B)(4) (and accepted by the FDA on (B)(6)2019 ) is updated to (B)(6)2019 . The lot number for the device was provided. The device history records are currently under review. The device is pending return. The investigation is currently underway. H10: d4 (expiration date: 08/2020), g4 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the tip of the tunneler allegedly broke during the insertion of the catheter. There was no reported patient injury.

Event description:
It was reported that the tip of the tunneler allegedly broke during the insertion of the catheter. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history record (DHR) was reviewed and no deviations/issues were identified or associated with this problem in regards to product materials or during manufacturing, packaging or qc inspection process. All necessary inspections were performed throughout all manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot in regards to the described problem. Investigation summary: a sample evaluation could not be performed as the sample was not returned. Therefore, the investigation is inconclusive for the alleged tunneler tip break issue due to the fact that no sample was returned for evaluation. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. The definitive root cause is unknown. Labeling review: the cause of the event in question is unknown, and so the applicability of any particular portion of the IFU or other labeling is unknown. However, a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the IFU instructs on the use of the tunneler. Therefore, the product labeling will be considered adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.